Event description:
It was reported by the patient's relative that the start/stop button on the remote monitor was unresponsive. Troubleshooting steps were taken to no avail. The patient was advised that the monitor would be replaced. The relative called back at a later date and stated that the replacement monitor had not been received, the button was still unresponsive, and the monitor smelled as if it was burning. The monitor will be replaced. The monitor was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 383059 lead, implanted (B)(6) 2007. A 310c29 valve, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.